Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Follow-up communication with the customer confirmed that non-zoll validated batteries were used with this device. Zoll medical has validated and recommends only duracell or power one batteries to be used with the AED plus device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery compartment showed signs of fire damage. Complainant indicated that there was no patient involvement in the reported malfunction.